Event description:
An altitude alarm was reported on the pump, which did not adversely impact the customer¿s blood glucose level. The alarm did not cause the customer's insulin to be suspended, and it was noted that the issue happened earlier in the day. After receiving tips for preventing altitude alarms, the customer acknowledged the guidance. The cartridge was replaced to resolve the issue, allowing the pump to resume normal operation.